Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: review of the black box data revealed multiple records of ¿power on reset¿ followed by ¿replace cartridge¿ alarm. On examination, the battery compartment was noted to be cracked at the threads traveling down along the bumper toward the case seal. The battery cap that was returned with the pump for investigation had stripped/torn threads. On investigation, when attached to the pump, the damaged cap was not able to maintain power to the pump; the intermittent power/reboot issue was duplicated on investigation using the damaged battery cap. A new test cap was then used on the pump and with the test cap in place the pump was able to exercise for 24 hours without power interruption. Investigation determined the power reboot occurred due to the damaged battery cap and battery compartment crack.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; battery compartment is cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.